Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon burst occurred. The non-calcified, 99% stenosed target lesion was located in the left anterior descending (lad) artery. The 20x15mm maverick 2 monorail balloon was inflated the first time to 6 atmospheres and burst after two seconds. The procedure was completed with another of the same device. There were no pt complications and the pt's current condition is listed as "no problems".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.